Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the left wireless tracker on the imaging system was caught on the rotor wheel causing the tracker cable to become damaged. The tracker was replaced and calibrated with a medtronic navigation system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect tracker was returned to the manufacturer for evaluation. Visual inspection found that the connector was missing from the tracker and functional testing could not be performed.

Event description:
A site representative reported that, while outside of a procedure, communication could not be established between the imaging system and the navigation system. It was reported that a second navigation system could establish communication with the imaging system. There was no patient present when this issue was identified. No additional information was provided.